Event description:
It was reported that non sustained right ventricular oversensing determined to be due to myopotential oversensing leading to pacing inhibition was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no patient symptoms reported.